Event description:
It was reported that the patient used to have urinary tract infections and had to take antibiotics 12 times a year before receiving the device but with the device the patient only had that issue about once a year. It was noted that the patient believed that the system worked well for them overall.

Event description:
Additional information stated the patient received assistance and their concerns were resolved. The appointment date was 2013-(B)(6).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot # v140956, implanted: (B)(6) 2008, product type lead. (B)(4).